Event description:
It was reported that the patient underwent a left total elbow arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. The ulna bearing and condyles were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted the root cause of the event was likely due to excessive load or activity applied to the implant.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.